Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the technician was unable to adjust the pacing rate. The device pacing rate always stayed on 74 bpm. There was no pt involvement in the reported malfunction.